Manufacturer narrative:
Device receive with cracked battery tube threads and broken battery cap. Device received with all no button response due to flattened button dome switch (no crease). The keypad connector on lcd is locked properly during visual inspection. Unable to perform verify low battery alarm ad perform all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test due to no button response.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the they experienced high blood glucose level. Customer blood glucose level was over 600 mg/dl. Customer also stated that the battery compartment was cracked. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.